Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 12/4/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This supplemental report will also include correction to the codes in section h.6. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00503 and 3008114965-2020-00504. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. In the initial report, the following sections were left blank by mistake: h.6: health effect - impact code. H.6: health effect - clinical code. H.6: medical device problem code. In this supplemental report, the codes have been added to these fields.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of two products involved with the reported complaint. The associated manufacturer report number is 3008114965-2020-00504. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted interventional embolization procedure with the target being a right carotid cavernous sinus aneurysm, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 5708174) became prematurely deployed in the microcatheter when the device was advancing within the 150cm x 5cm prowler select plus microcatheter (606s255x / 30302819). The stent body was detached from the delivery wire. The physician withdrew the stent system and the microcatheter from the patient and replaced the stent and the microcatheter to complete the procedure. There was no report of any patient adverse event or complication. Additional event information was received indicated that the introducer was fully seated and secured in the microcatheter hub. Nothing unusual was noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter. No other device was advanced through the same microcatheter. The stent and microcatheter did not appear damage. The reported event did not result in any blood flow restriction or reduction. There was no clinically significant delay in the procedure as a result of the reported event. The enterprise stent and microcatheter were used per the instructions for use (ifus). Another 4.5mm x 28mm enterprise® vascular reconstruction device and 150cm x 5cm prowler select plus microcatheter were used to complete the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted interventional embolization procedure with the target being a right carotid cavernous sinus aneurysm, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 5708174) became prematurely deployed in the microcatheter when the device was advancing within the 150cm x 5cm prowler select plus microcatheter (606s255x / 30302819). The stent body was detached from the delivery wire. The physician withdrew the stent system and the microcatheter from the patient and replaced the stent and the microcatheter to complete the procedure. There was no report of any patient adverse event or complication. Additional event information was received indicated that the introducer was fully seated and secured in the microcatheter hub. Nothing unusual was noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter. No other device was advanced through the same microcatheter. The stent and microcatheter did not appear damage. The reported event did not result in any blood flow restriction or reduction. There was no clinically significant delay in the procedure as a result of the reported event. The enterprise stent and microcatheter were used per the instructions for use (ifus). Another 4.5mm x 28mm enterprise® vascular reconstruction device and 150cm x 5cm prowler select plus microcatheter were used to complete the procedure. On 04 december 2020, the complaint device was received in the product analysis lab. The investigation has been completed. The documented findings are included below. Investigation summary: the non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in a pouch. The stent component of the device was returned stuck inside the prowler select plus microcatheter. The delivery wire and the introducer were inspected and were found to be without any damage. The microcatheter was flushed with a lab sample syringe and the stent component was removed from the microcatheter. The stent did not have any appearance of damage on it. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 5708174. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported that the 4.5mm x 28mm enterprise® vascular reconstruction device became prematurely detached in the microcatheter when the device was advancing within the 150cm x 5cm prowler select plus microcatheter. The reported issue was confirmed. The complaint device was returned with the stent component stuck inside the microcatheter. There was no damage on the stent when it was removed from the microcatheter. The microcatheter was compressed at the tip section; it is possible that the stent became obstructed at this compressed area and became prematurely detached during the attempt to advance the stent. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00503 and 3008114965-2020-00504. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.